Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty latch and plunger. A field service engineer, replaced drawer latch, rails and plunger of both left and right drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system malfunction has occurred with the matrix drawer of the machine, resulting in a persistent clicking sound and preventing it from opening. The customer stated that this issue has resulted in a three-minute delay for nurses in obtaining over-the-counter medications, as they currently have access to only one functioning machine. There were no adverse events or injuries reported based on this incident.